Event description:
Pt was revised to address tibial and femoral loosening at cement/implant interface, swelling, and knee pain. Competitor's cement was used in primary surgery.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product lot code required to search the complaint database by lot code was not provided. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product info. It was noted the product was implanted for approx sixteen years prior to revision. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.